Event description:
It was reported that one day post-implant, change in threshold and sensing anomaly were observed. Hence, the lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.